Event description:
Medtronic received information prior to use of this transcatheter bioprosthetic valve, the tip of the non-medtronic (safari) guidewire was inspected for bends, kinks, coil separations, and other damage. It was confirmed that there were no problems with the guidewire. The guidewire was introduced and placed in the apex of the left ventricle using a pigtail catheter that was already positioned in the ventricle. It was noted that the guidewire position was monitored to ensure that the guidewire transition point was above the apex and pointing away from the ventricle wall throughout the procedure. It was felt that it was necessary to adjust the position of the contrast catheter (al1) rather than the guidewire. The contrast catheter (al1) seemed difficult to push, so it was adjusted by pulling it slightly. The guidewire was not twisted or torqued, and there was no resistance noted during forward movement as the valve was being released. One day following implant, a computed tomography (CT) scan was performed due to an increase in creatine kinase (ck). It was confirmed that a pseudoaneurysm had formed in the left ventricle (lv) due to a lv perforation. A thoracotomy was subsequently performed, and the pseudoaneurysm was sutured. No problems were observed following the thoracotomy. Per the physician, the cause of the perforation was due to the angled wire. The physician reported that after the angiographic catheter was advanced through the aortic valve, the non-medtronic guidewire wire was removed. It was thought that a new angle (j-tip) wire should be inserted to change the position of the contrast catheter. Resistance was felt so the physician placed the angle wire at that position to assist. At that time, the distance to the ventricular wall was close, so it was thought that the cause of the lv perforation was due to the angle wire. Per the physician, the valve, and the delivery catheter system (dcs) did not cause or contribute to the perforation and subsequent pseudoaneurysm. Additionally, the patient¿s progressive aortic stenosis could have made the patients tissue friable which may had contributed to the adverse events. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: 0195-heart valves. Product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: 0195-heart valves. Product ID: non-medtronic safari guidewire}; product type: guidewire. Product ID: evolutfx-23} product lot/serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to implant, the diameter of the lower extremity vessel was 6 millimeter¿s (mm) in diameter, and there was calcification in the transfemoral artery. An 18 french non-medtronic sheath was inserted by cut down, but it could not pass through. A hard wire was used so the vessel was stretched. An ¿accordion-like phenomenon¿ occurred near the external iliac artery (eia), so the sheath was withdrawn from the patient. Subsequently, the blood vessel ruptured, and the patient¿s blood pressure dropped in the40¿s. The left ventricular perforation and pseudoaneurysm were identified at this time. Due to deep entry in the left ventricle, during the first deployment attempt, right bundle branch block (rbbb) was observed. It was noted that the system made contact with the right bundle branch due to multiple recaptures. The rbbb remained, so a temporary pacing wire was inserted when the patient was leaving the operating room. A permanent pacemaker was not implanted and the rbbb resolved on its own. No additional adverse patient effects were reported.